Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted cut cord with third party repair. Functional evaluation revealed that there was loss of image and noisy video when the cable is flexed near the stain relief. The complaint has been confirmed. A factor that could have contributed to the reported event includes fatigue from repeated bending of the cable during extended use and crushing or shear force induced on the cable inconsistent with normal use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head presented flickering image with change in color in the display monitor. It was a demo unit and the malfunction was found during a routine check. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.